Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of noise. After the shock, the rhythm returned to normal. There were two other stored untreated episodes on the same day due to oversensing of noise with small amplitude r-wave. Ts recommended chest x-ray and reprogramming to a different vector. It was noted that the secondary vector was chosen for reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of noise. After the shock, the rhythm returned to normal. There were two other stored untreated episodes on the same day due to oversensing of noise with small amplitude r-wave. Ts recommended chest x-ray and reprogramming to a different vector. It was noted that the secondary vector was chosen for reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient presented to emergency room (ER) after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of noise. After the shock, the rhythm returned to normal. There were two other stored untreated episodes on the same day due to oversensing of noise with small amplitude r-wave. Ts recommended chest x-ray and reprogramming to a different vector. It was noted that the secondary vector was chosen for reprogramming. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. Additional information was received indicating the s-ICD system was explanted and replaced due to noise. No additional adverse patient effects were reported.